Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt's wife reported the pt was hospitalized in late (B)(6) 2010 with ketoacidosis and elevated blood glucose of 1100 mg/dl. The pt was sick with a throat infection at the time and had diarrhea, nausea, and vomiting. He was treated with an insulin IV and antibiotics. He disconnected from the infusion device when he arrived at the hospital and found his infusion set had become disconnected from the infusion device. His target blood glucose range is 80-120 mg/dl. The pt did not feel the issue was related to a product malfunction and stated it was possible he did not connect the infusion set properly. The alleged product was discarded. No product will be returned for eval.